Event description:
A nurse reported that during an intraocular lens (iol) implant surgery the system lost all of its settings. The system could not power down and the surgeon was unable to insert the iol. The surgery was not completed and the pt will need to have a second operation. Add'l info has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).